Manufacturer narrative:
Inspected 1 opened/used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 400, 388 and 420 mg/dl. Customer¿s current blood glucose value was 432 mg/dl. The customer treated with a bolus. Troubleshooting was done for high blood glucose and under delivery. The customer performed water tight test and it did pass. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.